Event description:
During product evaluation by a baxter service technician, a flogard infusion pump experienced a battery low alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event found during recertification. The cause was determined to be the depletion of the main battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow-up MDR will be sent.